Event description:
Patient presented to the hospital after receiving several inappropriate therapies. Egm revealed noise when patient moved. The decision was made to explant the lead.

Manufacturer narrative:
The sensing coil was fractured close to the connector ring. The analysis of the fractured area indicated that the fracture had occurred, due to fatigue. This damage is consistent with damages seen when the connector ring crimp has been exposed outside the connector bore. Due to this positioning, the sensing coil was exposed to an increased stress and an accelerated fatigue and over time, the sensing coil fractured.